Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began on (B)(4) 2012 at approximately 3am in the morning. As part of his diabetes regimen, the patient claimed he takes metformin pills 1000mg, 2x per day, lantus insulin (6u per day) and humalog insulin (sliding scale). The patient reported that he had not made any changes to his usual diabetes management routine in response to the alleged issue. Approximately 4 days after the alleged issue began; the patient reported having symptoms of "shaking." In spite of his symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and the patient's process for testing was correct; however the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.